Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's father reported that his daughter activated a new pod and her blood glucose history is as follows: time: 6:35 pm; bg(mg/dl): 189; time: 7:34; bg: 352. The pod was then removed and he stated that the cannula looks a little kinked.